Event description:
The customer reported lower than expected troponin I (access accutni) results, for one patient, involving unicel dxc 600i synchron access clinical system. The customer stated the initial result was less than 0.01 ng/ml, and subsequent testing recovered a critical result. The customer stated the sample was retested due to the patient's previous critical result. The erroneous result was not released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this incident.

Event description:
The customer reported lower than expected b-type natriuretic peptide (bnp) and troponin I (access accutni) results, for two patients, involving unicel dxc 600i synchron access clinical system. Subsequent testing of the patient samples recovered higher results, in different clinical categories, for both patients. The customer obtained a bnp2 result of 1 pg/ml for one patient, and additional testing produced a bnp2 result of 127 pg/ml. The customer noted one patient sample was a short draw. The erroneous results were not released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this incident. The field service engineer (fse) went to the facility and assessed the instrument.

Manufacturer narrative:
The field service engineer (fse) discovered a fluid leak in the substrate manifold and replaced the manifold and cleaned the wash wheel. The fse performed pipettor alignments and primed the system. Validation testing was performed on the instrument and the cta (closed tube aliquoter); no further issues were noted. The instrument conformed to the manufacturer's published performance specifications.

Manufacturer narrative:
The customer indicated troponin I quality control (qc) performed within the laboratory's established ranges. Routine system check performed on (B)(6) 2012 passed within instrument specifications. The customer indicated all system checks through (B)(6) 2012 passed within instrument specifications. This medwatch report is related to MDR 2122870-2012-01498.